Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of migraine ("chronic migraine headaches"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("painful heavy menses"), menorrhagia ("painful heavy menses/ menorrhagia"), dyspareunia ("dyspareunia"), vomiting ("vomiting"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss"), hypoaesthesia ("numbness in extremities"), alopecia ("alopecia,"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), headache ("headaches"), uterine leiomyoma ("uterine fibroid"), night sweats ("night sweats"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes"), feeling abnormal ("brain fog"), insomnia ("insomnia"), muscle spasms ("muscle spasm"), memory impairment ("forgetfulness"), tinnitus ("pulsatile tinnitus"), dyspepsia ("heartburn"), constipation ("constipation") and diarrhoea ("excessive diarrhea"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, visual impairment, abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, vomiting, dysgeusia, amnesia, hypoaesthesia, alopecia, vaginal haemorrhage, female sexual dysfunction, headache, uterine leiomyoma, night sweats, nausea, fatigue, hot flush, feeling abnormal, insomnia, muscle spasms, memory impairment, tinnitus, dyspepsia, constipation and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, memory impairment, menorrhagia, muscle spasms, nausea, night sweats, pelvic pain, tinnitus, uterine leiomyoma, vaginal haemorrhage, visual impairment, vomiting and migraine to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received: reporters, concomitant disease, essure lot number b09706 and events (abnormal bleeding (vaginal, menorrhagia), allergic /hypersensitivity reaction: metallic taste in mouth, apareunia, dyspareunia, fatigue, hair loss, hormonal changes: hot flashes, night sweats, hysterectomy (full), migraines /headaches, nausea, pain, salpingectomy (bilateral), surgery: gallbladder surgery, other: uterine fibroid, night sweats, breast pain /tenderness, metallic taste in mouth, brain fog, cloudiness, forgetfulness, pulsatile tinnitus, insomnia, muscle spasm) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a 33-year-old female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sertraline from (B)(6) 2008 to (B)(6) 2010 and budeprion from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included adenomyosis and leiomyoma nos. Concomitant products included alprazolam (xanax) since (B)(6) 2016, fluoxetine since (B)(6) 2016, valproate semisodium (divalproex) from (B)(6) 2016 to (B)(6) 2017 and venlafaxine from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraine headaches"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("painful heavy menses"), menorrhagia ("painful heavy menses/ menorrhagia"), dyspareunia ("dyspareunia"), vomiting ("vomiting"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss"), hypoaesthesia ("numbness in extremities"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), headache ("headache"), uterine leiomyoma ("uterine fibroid"), night sweats ("night sweats"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes"), feeling abnormal ("brain fog"), insomnia ("insomnia"), muscle spasms ("muscle spasm"), memory impairment ("forgetfulness"), tinnitus ("pulsatile tinnitus"), dyspepsia ("heartburn"), constipation ("constipation") and diarrhoea ("excessive diarrhea"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and fatigue had resolved, the genital haemorrhage, visual impairment, abdominal pain lower, dysmenorrhoea, menorrhagia, vomiting, dysgeusia, amnesia, hypoaesthesia, female sexual dysfunction, headache, uterine leiomyoma, night sweats, nausea, hot flush, feeling abnormal, insomnia, muscle spasms, memory impairment, tinnitus, dyspepsia, constipation and diarrhoea outcome was unknown and the migraine and dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, memory impairment, menorrhagia, migraine, muscle spasms, nausea, night sweats, pelvic pain, tinnitus, uterine leiomyoma, vaginal haemorrhage, visual impairment and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event outcome updated from unknown to recovered/resolved for events abnormal bleeding (vaginal, menorrhagia), fatigue, hair loss, pelvic pain and from unknown to recovering / resolving for events dyspareunia, migraines. Historical and concomitant drug added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraine headaches"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("painful heavy menses"), menorrhagia ("painful heavy menses/ menorrhagia"), dyspareunia ("dyspareunia"), vomiting ("vomiting"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss"), hypoaesthesia ("numbness in extremities"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), headache ("headache"), uterine leiomyoma ("uterine fibroid"), night sweats ("night sweats"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes"), feeling abnormal ("brain fog"), insomnia ("insomnia"), muscle spasms ("muscle spasm"), memory impairment ("forgetfulness"), tinnitus ("pulsatile tinnitus"), dyspepsia ("heartburn"), constipation ("constipation") and diarrhoea ("excessive diarrhea"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on 14-jul-2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, visual impairment, abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, vomiting, dysgeusia, amnesia, hypoaesthesia, alopecia, vaginal haemorrhage, female sexual dysfunction, headache, uterine leiomyoma, night sweats, nausea, fatigue, hot flush, feeling abnormal, insomnia, muscle spasms, memory impairment, tinnitus, dyspepsia, constipation and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, memory impairment, menorrhagia, migraine, muscle spasms, nausea, night sweats, pelvic pain, tinnitus, uterine leiomyoma, vaginal haemorrhage, visual impairment and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraine headaches"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("painful heavy menses"), menorrhagia ("painful heavy menses"), dyspareunia ("dyspareunia"), nausea ("nausea"), vomiting ("vomiting"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss"), hypoaesthesia ("numbness in extremities") and alopecia ("alopecia,"). The patient was treated with surgery (on (B)(6) 2017, she underwent a laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, visual impairment, abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, nausea, vomiting, dysgeusia, amnesia, hypoaesthesia and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, visual impairment and vomiting to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.